Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. As received, the cable connecting the distribution node (dn) to the rear therapy electrode (te) was pulled from the strain relief and was missing. The damaged cable was causing the reported "add gel" messages. The root cause for the strained and missing cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving "add gel" messages in the absence of a prior gel release.